Event description:
It was reported that exit block was noted on the right ventricular lead shortly after implant. The pocket was reopened and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.